Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material# 302995, batch# 4061797. It was reported by customer that syringe barrel cracked and split as rn tried to push IV direct medication. 20% of medication sprayed/leaked out of syringe. Verbatim: problem information: product concern ticket number: (B)(4) date of incident: (B)(6) 2024 syringe barrel cracked and split as rn tried to push IV direct medication. 20% of medication sprayed/leaked out of syringe. Occurrences: 1 ea.

Event description:
Material# 302995 , batch# 4061797. It was reported that the bd syringe 10ml ll s/c 200 barrel was cracked. The following information was provided by the initial reporter: product concern ticket number: (B)(4) date of incident: 19-apr-2024 syringe barrel cracked and split as rn tried to push IV direct medication. 20% of medication sprayed/leaked out of syringe. Occurrences: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.